Manufacturer narrative:
Concomitant: product ID 3093-28, lot# va0errg, implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient had surgery on the device incision 5 days ago. The incision was not infected and the patient did not initially have any problems with the incision after implant. It was noted that then 1 to 2 months ago the patient had a small area that didn¿t heal so their health care provider (hcp) went in last week to repair it. Currently there were no bandages or swelling and today was the first time the patient had been back since surgery and they had not had any other surgeries since implant. Additional information received reported that there was greater than 50 percent symptom reduction. The component involved in the event was the implantable neurostimulator (ins) and the issue was that there was a small area of poor healing, approximately 1 to 2 mm, over the ins. It was noted that the actions taken to resolve the issue were debridement and secondary closure. The cause of the event was not determined and it was unknown if it was device related. It was reported the patient recovered with permanent impairment.